Event description:
The customer reported that during a cath lab procedure the staff believed that 30 joules was delivered instead of 150j. The users cycled the power and within seconds delivered a shock which converted the patient to a perfusing rhythm. There was no impact to the patient.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.